Event description:
It was reported that during a vein graft intervention procedure, the filter was removed in an open loop state. The tight target lesion was located in a mildly tortuous vein graft in the right coronary artery. The physician advanced a 190cm ez filterwire distal to the lesion and had difficulties releasing the delivery sheath. The physician pulled the ez filterwire system proximal to the lesion and the delivery sheath came off the wire with ease. The physician attempted to resheath the ez filterwire; however, resheathing was unsuccessful. The physician removed the ez filterwire system from the patient in an open loop state. Upon inspection outside the body, the physician noticed a kink on the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the protection wire and the delivery sheath with an unknown introducer and a guiding catheter attached to it were returned hand coiled. The retrieval sheath was not returned. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found severely curved, wavy, and had been stretched approximately 1 cm on its proximal portion. The filter bag was found retracted into the delivery sheath with 4 mm of the nosecone exposed from the distal tip of the delivery sheath. Blood was found on the inside and outside of the delivery sheath. The protection wire was found exposed out of the slit in the delivery sheath from 6.7 cm to 12.2 cm at the tubing, when measured from the distal tip of the delivery sheath. The wire was found kinked at approximately 10.5cm, 11.0 cm and 11.5 cm, when measured from the distal tip of the protection wire. The introducer sheath was found attached to the device at approximately 11.2 cm, when measured from the distal tip of the protection wire. The guiding catheter was found attached to the delivery sheath at approximately 52.5 cm, when measured from the distal tip of the protection wire. It was unable to perform the unsheathing/sheathing test, because of the kinks on the wire and dried blood inside the delivery sheath. The filter bag was hand pulled out to examine it, and the filter bag was observed to be in good condition and met specifications, no anomalies were observed. The slit was present in the delivery sheath and met specification. Peel away test was successful, no anomalies were observed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).